Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received the cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a patient had a presumed left coronary artery occlusion after an implant of a 21mm 3000tfx aortic valve and then expired seven (7) days later. The reason for the aortic valve replacement was due to critical aortic stenosis. The patient underwent aortic valve replacement with a 21mm 3000tfx aortic pericardial valve and coronary artery bypass grafting x 2. It was reported that after completing the aortic valve replacement with the patient off bypass for 20 minutes the patient developed left ventricular decompensation and had to go back on bypass. The aortic valve was reported to be functioning properly. The patient reportedly left the operating room in stable condition. Discharge summary indicates "aortic valve replacement seems to have compromised the left main." The patient was reported to have acute heart failure and was transferred to another healthcare facility. It was reported the patient initially appeared to stabilize but developed distributive shock presumable from pneumonia seen on CT scan with hypoxic respiratory failure and progressed to multisystem organ failure with worsening cardiogenic and distributive shock. The patient had an asystolic arrest and expired on post operative day seven (7).